Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the sutures break (in the package, during removal of the package, during manipulation prior to use on the patient, or during use on the patient)? The rupture of the suture is identified during use in the patient, since at the time of manipulation it breaks.

Event description:
It was reported that a patient underwent a ptosis correction procedure on (B)(6) 2025 and suture was used. During the procedure, a rupture of the suture line occurred. A change was requested and the equipment was replenished. The surgery was completed without affecting the execution of the procedure or the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty overwrap packet, one empty labeled winding former and one detached needle were received for analysis. Product code p8697t. During the visual inspection of the returned needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was observed. In addition, the suture was not returned for evaluation; therefore, the cause of the reported event could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.